Event description:
The customer reported via phone call that they experience high blood glucose. Blood glucose reading was over 600 mg/dl. Customer current blood glucose was 413 mg/dl. Customer had a symptoms like thirst due to high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at time of event. Customer was treated with manual injection and insulin pen for high blood glucose. No further patient complication were reported. Insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.